Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a celect filter on (B)(6) 2012". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Additional information: investigation: cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported depression/anxiety/panic/insomnia or swelling is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient alleges the implant was due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient notes and further alleges experiencing "pain in abdomen, pain in back, legs swelling, can't walk for a long time, hard to breath sometimes" limited physical ability, depression, bipolar disorder, insomnia. Per an (B)(6) 2019 independent review of (B)(6) 2012 CT (computed tomography) abdomen/pelvis: "findings: sagittal reformatted images were not available for review. The hook of the cook celect retrievable ivc (inferior vena cava) filter is at the l1-2 interspace. The ivc filter is tilted posteriorly and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 8mm. Two (2) anterior struts perforate the ivc wall 6mm and 7mm and reside within the soft tissues. Two (2) posterior struts perforate the ivc wall 6mm and 8mm and reside within the soft tissues. No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified".

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported pain, ambulation difficulty, shortness of breath (sob), limited physical ability, bipolar disorder, insomnia is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: pain, ambulation difficulty, shortness of breath (sob), limited physical ability, bipolar disorder, insomnia. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right jugular vein post pulmonary embolism (pe). Patient alleges migration, device is unable to be retrieved, vena cava perforation, organ perforation and embedment. Patient further alleges to have experienced limited physical activities due to having clots in both lungs, limited standing due to legs/ankle/feet swelling; depression, anxiety and panic attack, insomnia.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4) (importer). (B)(4). Name and address for importer site: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.